Manufacturer narrative:
Concomitants: 02-010-03-0340 - logic cr femoral cem, right, sz 4 sn: (B)(4). 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t sn: (B)(4). 200-02-32 - three peg patella 32mm sn: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 59 yo male patient, who had a primary right tka exactech cr on the right knee on (B)(6) 2015, presented to the office dissatisfied. The patient stated they were never really happy with the knee replacement post operatively, and presented with current pain, stiffness, and after x-ray examination signs of osteolysis affecting the bone. The patient was negative for any pre-op inflammatory testing. The poly insert initially implanted was researched within the knee poly recall database and is a poly that is affected by the recall. Revision surgery performed on (B)(6) 2022, approximately 7 years 1 month post the initial implant procedure. The surgeon opened the primary cr tka incision, performed a synovectomy, examined the knee joint, then removed the original slope ++ 9mm poly. The poly had a small amount of wear and pitting and oxidation directly at the articular surface, some wear on the edge but a mostly intact implant. The metal components were checked with a bone tamp and showed to be well fixed. The surgeon cleaned up the back of the knee joint and continued a synovectomy. Then requested to trial a 9mm crc poly trail. The 9mm crc trail for the size 4 was taken through rom and the surgeon felt the knee was stable with that option. The trial was removed and the knee was irrigated well. Bone grafting was performed around the femoral notch and medial/lateral edges of the femoral component to fill in any bone gaps from osteolysis. The new poly implant was requested to be opened and the 9mm crc poly for a size 4 was implanted. The knee was lightly irrigated and closed. There was a 15-to-30-minute delay during the surgery as extra time was taken to clean out the surgical site and swap/revise the poly. Time was taken to debride the bone and graft any osteolysis defects. The patient left the or in stable condition following the event. The poly from the original surgery is being returned.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. Time taken to clean out a surgical site as part of the revision is not considered a surgical delay. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.